Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they are experiencing severe skin reactions to the omnipod adhesive. The patient advised that they have a burning to their skin and redness after pod wear of 3 days and that this has left significant scarring. The patient stated that they were guided to prep with cortisone cream, but the issue still remains the same. The patient reported they have utilized skintac as well as tegaderm, but they were both unsuccessful. The patient was recommended to discuss the issue with their healthcare provider (hcp) and ask about use of an antiallergen spray as well as possibly antiallergen medication that may assist with lowering their burning and scarring with pod wear. The patient was grateful for the recommendation and will reach out to their hcp. The patient confirmed that a new pod was applied.